Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from january 02, 2020 - january 06, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed fluid inside the bladder and flow of fluid was not coming out at the distal end of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-chinese infusor lv (large volume) had no flow during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.